Event description:
The manufacturer received information that a death occurred while the device was in patient use. A doctor determined that the cause of death was cardiac arrest due to hypoventilation. The medical examiner's observation is that the cause of death was due to the patient's endotracheal tube being clogged with sputum and that there was no failure in the device. The device was returned to the manufacturer for evaluation and no abnormality was confirmed. The error logs confirm that the "low minute ventilation" and "circuit disconnect" alarms had sounded. The waveform data at the time of the event was checked and it was confirmed that the flow, minute ventilation and tidal volume had decreased. Since the pressure and total leak at the time was recorded, it is considered that the device was delivering air flow. As verification, the scenario was duplicated using another device with the same settings. The end of the catheter mount was occluded, and the same waveform, "low minute ventilation" and "circuit disconnect" were confirmed and recorded. Therefore, it is possible that there was occlusion at a point beyond the end of the catheter mount for some external factor. Device passed all testing and confirmed the unit operated properly.